Event description:
Pt claims use of rs-2m muscle stimulator damaged implanted sacral nerve stimulator for bladder control. Pt states that after using rs-2m muscle stimulator, she had problems going to the bathroom and developed a bladder infection. Pt states that difficulty with urination occurred 3 days after receiving and using the rs-2m (2008) and subsequently resulted in bladder infection. Battery for implanted bladder control device found to be dead after 1 1/2 years. Prescribed treatment area for muscle stimulation was quadriceps (thigh muscles). No specific contraindication, warning, or precaution related to use of neuromuscular electrical stimulation with implanted sacral nerve stimulators in labeling. Cause of reported adverse event unk. Based on pt's report, adverse event occurred approx in the last week of the same month. Medical intervention sought was for treatment of bladder infection which occurred in late april. Pt stated that she needs to return to the implanting physician to replace the implanted sacral nerve stimulator.

Manufacturer narrative:
Returned device was tested and met all functional quality assurance specifications (reference attached evaluation summary). An unrelated defect in the device's outer case (cosmetic) was observed and repaired. Surgical replacement of the implanted sacral nerve stimulator by the implanting urologist could not be confirmed at this time. The pt initially reported the complaint to rs medical. The physician who prescribed the rs-2m muscle stimulator was an orthopedic surgery.